Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-jun-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive result of 0.14 ng/ml on a 69 year old female patient who states she started to feel dizzy, so she took her blood pressure that was 193/80. The patient has known hypertension but states she is compliant with her medication. The patient states having a sense of heaviness in her head. Return product is available for investigation. Method date collected tested ctni(ng/ml) I-stat 24-june-2024 02:12 immediately 0.14. I-stat 24-june-2024 02:36 immediately 0.01. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-aug-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24093.